Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 431 mg/dl. Customer reported that they had high blood glucose because insulin pump turned off. Customer treated high blood glucose with bolus using insulin pump. Customer reported that the insulin pump was turned off because battery ran out. Troubleshooting was done for low battery and further issue. Customer reported that battery did not lasted more than week. The device will not be returned for analysis.